Manufacturer narrative:
(B)(4).

Event description:
It was reported that the external pulse generator (epg) was showing an unexpected result during bench testing. The caller indicated that the test set-up may be incorrect. The caller will perform additional testing. Further follow up did not yield any additional information about the event. The status of the epg is unknown. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) was showing an unexpected result during bench testing. The caller indicatedthat the test set-up may be incorrect. The caller will perform additional testing. Further follow up did not yield any additional information about the event. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.